Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting endocrinologist due to symptoms related to diabetes (weak and tired). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-006: passed open expiration date. Note: manufacturer contacted customer in a follow-up call on 09-dec-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. The customer went to see his endocrinologist on (B)(6) 2025; customer's spouse requested an appointment due to customer's symptoms reported during the initial call. Per the customer, he will be put on the dexcom continuous meter. Advised spouse the replacement meter will be delivered (B)(6) 2025. She stated since the customer is getting the dexcom, he will not need the true metrix. Advise spouse the customer can still keep the tm as a backup.

Event description:
Consumer reported complaint for error message (e-3 and e-2). Spouse is calling on behalf of the customer. The customer reported feeling weak and tired; caller stated she was going to seek medical attention for the customer since he was not feeling well. During the call, a back to back blood test was not performed by the customer. Per the caller the product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 10/31/2026 and per the caller the open vial date is over a year ago (expired). The customer did not have another vial of test strips that had been stored and handled correctly.